Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B1 - adverse event/product problem: adverse event removed. B2 - outcomes attributed to ae: required intervention removed. B5 - procedure description updated. H1 - type of reportable event: serious injury removed; malfunction added. H6 - health effect - impact code 4641 was replaced with code 2199.

Event description:
It was reported that this was an arteriotomy closure of the bilateral common femoral arteries (cfas) using the pre-close technique via a 6f dilator prior to an interventional endovascular aneurysm repair (evar) procedure. It was noted that there was mild anterior and posterior wall calcification in both cfas. Reportedly, after the suture was successfully pre-placed with the 1st prostyle device, the guidewire was difficult to re-insert and advance as there was constant resistance in the lumen. Several new guidewires were tried, and they all encountered resistance in the lumen of the device. A 0.035 j wire was eventually advanced, and the 2nd prostyle device was successfully pre-placed. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: reportedly, with the first prostyle device the suture was successfully pre-placed, then resistance was encountered when trying to re-introduce the wire. Once wire access was re-gained with a 0.035 j-wire, the first prostyle device was removed, and the suture was left in place. A second prostyle device was used, and the suture was successfully pre-placed with no issues. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the resistance with the guide wire was likely due to user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1316 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the bilateral common femoral arteries (cfas) using the pre-close technique via a 6f dilator prior to an interventional endovascular aneurysm repair (evar) procedure. It was noted that there was mild anterior and posterior wall calcification in both cfas. Reportedly, after the suture was successfully pre-placed with the 1st prostyle device, the guidewire was difficult to re-insert and advance as there was constant resistance in the lumen. Several new guidewires were tried, and they all encountered resistance in the lumen of the device. A 0.035 j wire was eventually advanced, and the 2nd prostyle device was successfully pre-placed. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.